Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to charge a battery) was investigated. Upon investigation, the battery charger/modem was unable to recognize and charge a battery. The cause for the failure was isolated to an internally open y1 crystal oscillator on the bedside pca. The root cause for the open crystal oscillator could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was unable to charge a battery.